Event description:
It was reported that during surgery plastic on impactor broke upon impaction.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation confirmed the coating failure. The device was manufactured in 2008. This failure mode had been previously identified and the device was re-designed to prevent the reoccurrence of this failure mode. The returned device was manufactured prior to these design changes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened. We consider this investigation closed.